Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the event was unknown. On the same day as onset, the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (intravenously, dose, frequency, and duration not reported) for peritonitis. On an unknown date, peritoneal dialysis therapy was discontinued and the patient¿s catheter was removed. The patient was started on hemodialysis (hd) on an unknown date. The patient was discharged from the hospital on an unknown date. At the time of this report, hemodialysis therapy was ongoing. The outcome of the event was not reported. No additional information is available. This is report 2 of 4